Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. However, the customer stated he will not be returning the meter because the problem has been fixed and he does not want another meter sent to him. Customers and retailers have been informed through the fa21dec06 letter.

Event description:
The customer stated that after calibrating the meter, the date changed to (B)(6) 2002 and the last reading on his graph showed the wrong date. In addition, the customer reported using the (B)(4) software and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.